Event description:
During attempted implant, a damaged helix was observed on the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.